Event description:
It was reported that during an acculink stenting procedure in a de novo, mildly calcified, 95% stenosed, right internal carotid artery, after post dilatation, the patient experienced bradycardia. The patients metoprolol medication was held and not administered. There was no additional treatment done and the bradycardia is listed as continuing with a heart rate of 50 to 56 beats per minute when the patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.